Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from drip chamber during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: remove previously reported date of 04/24/2023 and replace with 04/20/2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and confirmed a leak at the joint of the tube and the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.